Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a broken cable tie rap. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), (investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the broken cable tie. The fse performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The removed part was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received tie wrap with a reported unit failure of a broken tie wrap. The failure analysis and testing dept. Performed a visual inspection and found the tie wrap to be broken. The failure analysis and testing dept. Verified the failure. Retaining the tie wrap in the failure analysis and testing department per procedure number.

Event description:
N/a.